Event description:
A u.s. Distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and bumpy on abdomen and under te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a cream on the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally, the j500 cable was broken off the dn pca and ECG "a" and "b" to front therapy electrodes were cut. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable). A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and bumpy on abdomen and under te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a cream on the rash. Follow up indicated that the rash improved.